Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 322 (link switch error (low)) occurred during programming/setup in the biomed service department. There was no patient involvement. No additional information is available.